Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke while inserting. The customer's blood glucose was unknown at the time of incident. The customer stated that the cannula came out and the needle was hard to remove. The sensor will be replaced and will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and found sensor cannula bent to top of the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the needle anomaly due to the customer not returning the insertion needles.